Event description:
Material #: 382533 batch #: 3166524 it was reported by the customer that something is wrong with item bf382533, lot 3166524. Verbatim: complaint received via email. Email(s) attached. Customer reference: (B)(4) cardinal po: (B)(6) item: bf382533 customer po: k000189301 lot#: 3166524 case intake form submitted thru cardinal: case-2023-00224603 initial reporter: julie emerson description as reported: I now have two customers that are stating something is wrong with item bf382533, lot 3166524. Please see attached. Sample location: xxxxxx for questions about the sample, here¿s the contact details of the customer. Customer name: xxxxx customer phone number: xxxxx customer email address: xxxxxx response received on 19-sep-2023: 1. Please describe the issue inspected on the product. Needle does not retract 2. How was this issue was first noted? 9.8.23 3. Are you able to provide the date of incident? 9.8.23 4. Is there any patient involvement? If yes, what was the patient outcome? No 5. Is there any adverse event or serious injury being reported? N/a 6. Please confirm the quantity of defective product. 6/cs 7. What type of procedure was being performed? N/a 8. Was the procedure completed as planned? N/a 9. As reported, there was photo provided. Could you please provide the photo as it was missing in the email? N/a

Manufacturer narrative:
Pr (B)(4) follow up emdr for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 3166524, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incident. Based on the available information we cannot identify a definitive root cause at this time. Although we could not confirm the failure for this incident, we have investigated similar reports related to this failure and the appropriate personnel are looking further into this matter.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle would not retract during use. The following information was provided by the initial reporter: "description as reported: I now have two customers that are stating something is wrong with item bf382533, lot 3166524. Response received on 19-sep-2023: 1. Please describe the issue inspected on the product.: needle does not retract. 2. How was this issue first noted?: 9.8.23. 3. Are you able to provide the date of incident?: 9.8.23. 4. Is there any patient involvement? If yes, what was the patient outcome?: no. 5. Is there any adverse event or serious injury being reported?: n/a".

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.